Manufacturer narrative:
Technician checked functions on the bed. No problem found.

Event description:
Complaint alleged that the pt in medsurg room could place nurse call with response not heard in expected location. No injury alleged by account.